Manufacturer narrative:
Cmp (B)(4). G2: australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately 30 years post implantation due to loosening of the stem. The stem was removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h6. Suggested component code: mechanical (g04) ¿ stem. Visual examination of the provided pictures identified the explanted stem, liner, and head covered in bio-debris. No further evaluation could be made from the provided pictures. The compliant could not be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.